Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported in (B)(6) 2015 that the patient was unable to get their programmer or recharger to communicate with the ins. The programmer displayed the poor communication screen and the recharger displayed the reposition antenna screen. The patient had lost their recharger in a fire, which was the reason why they hadn't recharged the ins. They had last successfully recharged around (B)(6) 2015 and had experienced a loss of stimulation. It was reviewed that the ins was likely in over-discharge and that the patient would need to see their doctor to confirm over-discharge. In (B)(6) 2017, additional information was received from the patient. They reported they had received a replacement recharger but they were still getting the reposition antenna screen on their recharger. The patient was in the process of finding a doctor outside of the united states to address the issues however they hadn't found one yet. Then, on (B)(6) 2019, additional information was received from the patient. They reported that the ins had stopped working in 2014 but they didn't know why it had stopped working. This conflicts with what was previously reported and follow up will be sent to the patient for clarification. The patient mentioned that they had been working with a doctor outside the united states for the past three years to try and get the ins replaced, and now had one to perform the replacement surgery. It was noted that since the device stopped working in 2014, there was nothing that was helping the patient's pain anymore. They had been on hydrocodone/paracetamol, aspirin/paracetamol/caffeine and using a cannabis rub that helped them sleep better. No further complications were reported or anticipated.